Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted on june 24 for supra-therapeutic international normalized ratio (inr). The inr=10. The inr reversed with fresh frozen plasma (ffp). It was noted that the patient was incorrectly reading their medication label. The patient is currently doing well at home.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the supratherapeutic inr could not be confirmed as the cause of the event was due to the patient incorrectly reading their medical label. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.